Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported the patient could see the date for the next refill on the personal therapy manager (ptm) the day prior to the report. The actual low reservoir alarm occurred on (B)(6) 2015. When the patient tried to request a bolus on (B)(6) 2015, error code 8286 (empty reservoir alarm) was seen. The patient was not certain if she could hear the pump alarming. The pump had not been refilled in "couple 3 weeks." The patient's follow-up healthcare provider (hcp) told the patient it was ok to skip a refill appointment. The patient needed an authorization 2 weeks ago because of her insurance. It was further stated the patient vomited twice on (B)(6) 2015 (5.5 hours apart). The patient thought the vomiting was due to not receiving the intrathecal drug from the pump, but she was not certain. The pump was used to deliver dilaudid (hydromorphone). No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.